Event description:
It was reported the patient presented in clinic for follow up. The pacemaker exhibited backup vvi operation. With assistance from technical services, the sales representative was able to retrieve limited device data. The device battery was noted to be depleted; therefore, firmware download was not attempted. Device explant was discussed; however, no intervention was performed. The patient remained stable throughout the event.